Event description:
Tampon cotton part came undone [device breakage]. Tampon unrolled upon removal [complication of device removal]. Case narrative: consumer reported via email that the tampon came undone during removal. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.